Event description:
A malfunction alarm identified as "malf 25" was reported, with the fault ID 0x216d. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl. The issue could not be reset, and the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.